Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 4.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for dilatation. During the first inflation at 12 atmospheres, balloon rupture was suspected. The device was removed from the patient. Subsequently, the physician exchanged the device with a 4.0mmx20mmx143cm non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).